Event description:
It was reported by a sales representative via (B)(4) that an ar-9676 angled reamer was bent and would not spin freely without catching the ar-9597-10, and ar-9597-20 angled reamer sleeves. This occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2023 it would catch worse on the 20 degrees than the 10 degrees. The procedure was completed utilizing a different augmented reamer set. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation found that ar-9597-10 had abrasion marks on the base of the angled reamer and nicks inside diameter of the shaft, also and scratches on the collar. Functional testing with the mating part ar-9676 reveals that the device got stuck and did not rotate freely. The device did not work as required due to the damage. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.